Event description:
It was reported the front caster bearings malfunctioned while the user was going down a ramp. As a result, the patient's right foot was caught under the chair. As a result, the patient's foot sustained scrapes which required medical intervention. Neither the severity of the patient's injuries nor the treatment rendered were provided to the manufacturer.